Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported a philips v60 ventilator would not power on via alternate current (ac) and only worked on battery. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The reported issue was confirmed and duplicated by the customer. The customer replaced the power supply assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed.

Manufacturer narrative:
G4:20feb2021 b4:(B)(6) 2021 h11:g5:k102985 h10: the visual inspection of this customer returned power supply assembly revealed no anomalies. A failure investigation (fi) technician installed the power supply assembly into a fi ventilator to duplicate the reported issue of a ventilator will not power on via ac (alternate current). The fi technician identified the ventilator will no power on via ac issue was verified. The root cause was due to a failure of the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.